Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Few days later, issue was reoccurred. The philips engineer replaced fuse, geo ips and hdd, restored image ghost and reloaded software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.